Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella 5.0 for mechanical circulatory support. The device was implanted, and the physician was trying to reposition the device, the device was pulled out and was it was difficult to recross the valve. The new valve has a cage around it and decision was made after several attempts to not recross and risk damaging valve. The device was explanted, and support was continued with an intra-aortic balloon pump. It was reported that the procedure was successful.